Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument had a broken distal tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately 1.5795" from the distal tip. No piece was missing. Components adjacent to this broken main tube do not show damage.